Event description:
As reported per the edwards field clinical specialist (fcs), the patient presented to the hybrid or with central ai demonstrated with initial aortic root angio. After the balloon aortic valvuloplasty (bav) was performed, the valve was inserted and deployed rapidly due to the central ai. As a result the patient's pressures plummeted and CPR was performed while drugs were administered. While performing CPR, the patient went in and out of ventricular fibrillation and needed multiple shocks to get back to sinus rhythm. Bypass was pumped and primed and inserted into the patient. The physicians monitored the patient on bypass for 30 minutes, weaning the patient off the pump as tolerated. The patient was completing removed from pump after vitals and pressures returned to his baseline. It was reported that the cause of the event was that the patient's central ai did not allow the pressure to return to baseline after the bav and deployment of valve. As a result of multiple pacing runs, the ventricles were also stunned and needed to recover with the assistance of bypass.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, hypotension and ventricular arrhythmias are potential adverse events associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, it appears that the sequence of events was related to a combination of patient and procedural factors, specifically, baseline central ai, patient¿s pressure not returning to baseline after bav, prior to deployment of valve, and multiple pacing runs resulting in stunning of the ventricles. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.